Manufacturer narrative:
Medical safety review was completed. Medical safety assessed: "the harm of hemorrhage and death and its reported severity as labeled procedural harms per onyx IFU and predicted in procedural hazard analysis related to 'post-procedure complications'. Although these harms are labeled and predicted, the patient's presenting condition of subarachnoid hemorrhage was a significant contributor to the adverse events. No further action recommended." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hou, k., xu, k., chen, x., wang, y., li, k., <(>&<)> yu, j. (2020). Endovascular treatment for the flow-related aneurysm originating from an anterior inferior cerebellar artery supplying the cerebellar arteriovenous malformation. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 26(5), 566¿574. Https://doi.org/10.1177/1591019920954082. Medtronic review of the literature article found that a single study retrospective investigation was performed for patients admitted for cerebellar arteriovenous malformation (avm) between january 2015 and october 2019 in a single facility. 10 patients with 13 aneurysms were identified. A variety of procedures were performed for treatment of the arteriovenous malformations. One patient, who was admitted with subarachnoid hemorrhage and treated with coiling of a2 aneurysms and, for preservation of the anterior inferior cerebellar artery (aica), partial onyx embolization of the avm through the aica. This patient died from cerebellar hemorrhage 6 hours post-operative. The other 9 patients were noted to have favorable outcomes during the follow-up periods of 6 months to 6 years. No device malfunctions or intra-operative issues were noted. Additional information received reported the operation date was relatively long, and the specific model and lot number for the onyx could not be found. The author did not believe that the adverse event was caused by the quality of the product, and still recognized the quality of the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hou, k., xu, k., chen, x., wang, y., li, k., & yu, j. (2020). Endovascular treatment for the flow-related aneurysm originating from an anterior inferior cerebellar artery supplying the cerebellar arteriovenous malformation. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 26(5), 566¿574. Https://doi.org/10.1177/1591019920954082. Medtronic review of the literature article found that a single study retrospective investigation was performed for patients admitted for cerebellar arteriovenous malformation (avm) between january 2015 and october 2019 in a single facility. 10 patients with 13 aneurysms were identified. A variety of procedures were performed for treatment of the arteriovenous malformations. One patient, who was admitted with subarachnoid hemorrhage and treated with coiling of a2 aneurysms and, for preservation of the anterior inferior cerebellar artery (aica), partial onyx embolization of the avm through the aica. This patient died from cerebellar hemorrhage 6 hours post-operative. The other 9 patients were noted to have favorable outcomes during the follow-up periods of 6 months to 6 years. No device malfunctions or intra-operative issues were noted.